Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 300 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer also reported that insulin pump had cosmetic damage. The customer stated that damage to the insulin pump where the battery was located. The customer was treated with the insulin drip. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Insulin pump passed displacement test.